Event description:
It was reported that the device was heating up. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the device was heating up. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The failure for heat was confirmed through functional testing, disassembly and visual inspection. Through visual inspection, the qa engineer confirmed the motor windings were damaged and corrosion was affecting the components including the gear train. The affected components were replaced. The drill was repaired and returned to the customer.